Event description:
The account alleged that the head section of the bed is drifting down.

Manufacturer narrative:
The account found that the left CPR bracket was bent. The account straightened the bracket to repair the bed.